Event description:
Customer reported hospitalization due to low blood and diabetic seizure. The blood glucose reading was 135 mg/dl. Customer was experiencing low blood glucose prior to hospitalization. The blood glucose reading at the time of the event was less than 30 mg/dl. Customer stated was not using the insulin pump correctly, due to incomplete training. Customer overdelivered insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.